Manufacturer narrative:
.

Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended and will be performed at next follow-up visit.